Event description:
It was reported that the patient had developed an infection at the pocket site which caused the area to be tender. The patient was admitted to the hospital and was provided with antibiotics. The patient was discharged from the hospital. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.